Event description:
The central monitoring unit (cmu) informed the administrative nurse manager (anm) of multiple telemetry failures (16), as well as paging the on-call biomed tech. The anm determined which patients were having arrhythmias on affected nursing units and contacted respective nurses to execute downtime procedure (utilize free-standing monitors with audible alarms on vulnerable patients, with continuous rounding for assessments).